Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abundant menstrual periods lasting 2 weeks") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("disturbances of digestive tract"), visual impairment ("disturbances of vision"), balance disorder ("disturbance of balance"), memory impairment ("disturbance of memory especially short-term memory"), arthralgia ("joint pain"), myalgia ("muscle pain"), hot flush ("hot flushes"), tachycardia ("tachycardia"), pruritus ("itching on forearms and legs"), depression ("depression a few days a month"), disturbance in attention ("difficulty concentrating"), orthopnoea ("shortness of breath for nothing at any time, especially when lying down"), fatigue ("extreme fatigue"), paraesthesia ("tingling in hands and feet"), feeling cold ("extremities always cold"), abdominal distension ("bloating / swollen abdomen"), insomnia ("insomnia"), jaw cyst ("inflammation of a cyst on jaw"), migraine ("migraines"), poor quality sleep ("poor quality sleep"), dry skin ("dry skin"), myopia ("loss of far sight"), aphasia ("difficulty finding simple words"), weight decreased ("weight loss of 5 to 7 kg in 2 months after placement") and dizziness ("dizzy spells"). On an unknown date, the patient experienced osteitis ("inflammation of a cyst on jaw"). The patient was treated with surgery (essure removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, gastrointestinal disorder, visual impairment, balance disorder, memory impairment, arthralgia, myalgia, hot flush, tachycardia, pruritus, depression, disturbance in attention, orthopnoea, fatigue, paraesthesia, feeling cold, abdominal distension, insomnia, jaw cyst, osteitis, migraine, poor quality sleep, dry skin, myopia, aphasia, weight decreased and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, aphasia, arthralgia, balance disorder, depression, disturbance in attention, dizziness, dry skin, fatigue, feeling cold, gastrointestinal disorder, hot flush, insomnia, jaw cyst, memory impairment, menorrhagia, migraine, myalgia, myopia, orthopnoea, osteitis, paraesthesia, poor quality sleep, pruritus, tachycardia, visual impairment and weight decreased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abundant menstrual periods lasting 2 weeks (seen as menorrhagia). Surgery to essure's removal was performed approximately 2 years and 3 months after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred since insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical complaint investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abundant menstrual periods lasting 2 weeks") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("disturbances of digestive tract"), visual impairment ("disturbances of vision"), balance disorder ("disturbance of balance"), memory impairment ("disturbance of memory especially short-term memory"), arthralgia ("joint pain"), myalgia ("muscle pain"), hot flush ("hot flushes"), tachycardia ("tachycardia"), pruritus ("itching on forearms and legs"), depression ("depression a few days a month"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath for nothing at any time, especially when lying down"), fatigue ("extreme fatigue"), paraesthesia ("tingling in hands and feet"), feeling cold ("extremities always cold"), abdominal distension ("bloating / swollen abdomen"), insomnia ("insomnia"), jaw cyst ("inflammation of a cyst on jaw"), migraine ("migraines"), poor quality sleep ("poor quality sleep"), dry skin ("dry skin"), myopia ("loss of far sight"), aphasia ("difficulty finding simple words"), weight decreased ("weight loss of 5 to 7 kg in 2 months after placement") and dizziness ("dizzy spells"). On an unknown date, the patient experienced osteitis ("inflammation of a cyst on jaw"). The patient was treated with surgery (essure removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, gastrointestinal disorder, visual impairment, balance disorder, memory impairment, arthralgia, myalgia, hot flush, tachycardia, pruritus, depression, disturbance in attention, dyspnoea, fatigue, paraesthesia, feeling cold, abdominal distension, insomnia, jaw cyst, osteitis, migraine, poor quality sleep, dry skin, myopia, aphasia, weight decreased and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, aphasia, arthralgia, balance disorder, depression, disturbance in attention, dizziness, dry skin, dyspnoea, fatigue, feeling cold, gastrointestinal disorder, hot flush, insomnia, jaw cyst, memory impairment, menorrhagia, migraine, myalgia, myopia, osteitis, paraesthesia, poor quality sleep, pruritus, tachycardia, visual impairment and weight decreased with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abundant menstrual periods lasting 2 weeks (seen as menorrhagia). Surgery to essure's removal was performed approximately 2 years and 3 months after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred since insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.